Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device did not recognize an open door. The cause was identified to be a failing upper latch switch, the upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.